Event description:
It was reported that the user experienced persistent high blood glucose of 280 mg/dl with no symptoms while the dexcom g7 sensor intermittently lost communication with the ilet, including a gap in readings, and the user changed supplies before contacting support. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.